Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited high capture threshold and high pacing impedance. The rv lead was capped and replaced (B)(6) 2021. The patient was in stable condition throughout the procedure.